Event description:
It was reported that the ilet user experienced a low blood glucose of 59 mg/dl, after an accidental double meal announcement, with subsequent blood glucose at 180. Symptoms included hypoglycemia with associated anxiety and malaise. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, specifically an improper or incorrect procedure in the form of a duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.